Event description:
According to the customer, in july 2003, an erroneously elevated accu tni result of 0.51ng/ml was generated by an access 2 instrument. It is not known if the erroneous result was reported out of the lab. The customer reran the sample for accu tni on a different chemistry analyzer and obtained a result of 0.05ng/ml. After obtaining the lower result, the customer reran the sample on the access 2 instrument and 0.05 ng/ml result was obtained. The result of 0.05ng/ml was reported out of the lab. There has been no change to pt treatment that can be attributed to this event. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.